Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.6 cm abdominal aortic aneurysm. The aortic neck had 45 degree angulation, mild thrombus, no calcification, and varied from 26 to 27 to 28 mm in diameter over a length of approx 1 cm. There was a small bubble part of the aneurysm by the aortic neck. The vessels were non-tortuous and non-calcified. The left iliac was ectatic and measured 25 mm at its largest diameter. It was reported that wire access was inadvertently lost at one time during the implantation of a talent bifurcated stent graft. The wire was re-inserted but ended up being underneath one of the suprarenal stents; this may not have been known at the time. After the talent bifur and limbs were implanted, the final angio showed a proximal type 1 endoleak. A 34 mm talent cuff was implanted and during its deployment, it was noted that the suprarenal springs of the talent bifur were moving and that the talent bifur was slipping approx 1 cm distally. Due to the wire issue, the suprarenal stent of the cuff was being pinched in the suprarenal stent of the talent bifur (see MFR # 2953200-2010-01725). The decision was made to stop deploying the partially-deployed cuff and withdraw the cuff. While removing the cuff, the talent bifur slipped downward another 1 cm and one of the suprarenal stents infolded, so the bifur was a total of 2 cm below the renals. It was difficult to recapture the cuff entirely, as it was still partially deployed. Finally, the partially-deployed cuff was able to be withdrawn but got stuck at the contralateral limb. The cuff was deployed at the contralateral limb. A reliant balloon was used to ensure that the wire was in the center of the bifurcated stent graft suprarenal stents and not by the struts. A talent converter was implanted in the proximal portion of the bifurcated stent graft to treat the proximal endoleak. The converter was placed on the right side and an occluder was placed on the left, followed by a fem-fem bypass. There was some proximal blushing, at the level of the talent converter at the end of the case; however, this was not filling the sac. No further intervention as performed and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak); (mildly thrombosed and angulated aortic neck, ectatic left iliac artery); (lost wire access). Conclusion: (mildly thrombosed and angulated aortic neck, ectatic left iliac artery); (lost wire access).